Event description:
Additional information: the leads located in the internal globus pallidus (gpi) on each side of the patient¿s brain were removed in (B)(6) 2012 and replaced, not the implantable neurostimulators (ins) as was previously reported. The lead extensions and ins¿s were not replaced.

Event description:
It was reported one lead from each of the patient's implantable neurostimulators (ins) were removed in (B)(6) 2012. The reason for the removal was unknown. It was stated each lead was to be re-implanted the day of this report. It was noted that impedance values were within normal range. Out of range impedances were measured due to no lead connected to the port in the connector block of the ins. Three days later, it was reported that the leads that were re-implanted were new leads. No fractures or problems were reported. A follow up report will be sent if additional information is received. Refer to manufacturer report #3004209178-2013-01457. The patient has two ins¿s and the reported event pertains to both.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID, 37085-60 lot# serial# (B)(4), implanted: 2011 (B)(6), product type extension product ID, 37085-60 lot# serial# (B)(4), implanted: 2011 (B)(6), product type extension product ID, 37085-60 lot# serial# (B)(4), implanted: 2011 (B)(6), product type extension product ID, 37085-60 lot# serial# (B)(4), implanted: 2011 (B)(6), product type extension product ID 3387s-40 lot# v616865, implanted: 2011 (B)(6),: product type lead product ID, 3387s-40 lot# v335517, implanted: 2010 (B)(6), product type lead product ID, 3387s-40 lot# v335517, implanted: 2010 (B)(6), product type lead product ID, 3387s-40 lot# v616865, implanted: 2011 (B)(6), product type lead. (B)(4).